Manufacturer narrative:
(B)(4). Date sent: 10/20/2020. Additional information was requested and the following was received: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? As I mentioned in the event description, he utilized another stapler and stapled medially to the stapler that was stuck so that he could remove the stuck stapler. Did the jaws eventually open? No the device was returned closed with the reload and tissue still in the jaws.

Manufacturer narrative:
(B)(4). Batch #u5cy1r. Investigation summary the analysis found that one sc60a device was returned with no apparent damage, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst60t reload was loaded in the device. The reload was received fully fired and with the deck damaged. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a lung resection, the surgeon was firing and the stapler locked out mid-fire on the lung. He opened a new stapler and stapled medially to the stuck stapler to remove it. There were no patient consequences.